Manufacturer narrative:
Additional manufacturing narrative/corrected data. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) , 2017, this patient emergently underwent treatment of a ruptured aortic abdominal aneurysm with gore® excluder® aaa endoprostheses. The left common iliac artery had been calcified and dissected. A guide wire was advanced from the left side to cannulate the contralateral gate of trunk-ipsilateral leg component, but there was resistance in the left common iliac artery due to the calcification and the dissection, and the physician was unable to advance the guide wire to the intended position. The physician stopped cannulation efforts and decided to form an aorto-unilateral endoprosthesis (aui). The trunk-ipsilateral leg component was fully deployed and a contralateral leg component (plc231000j/16405041) was implanted within the proximal portion of the trunk-ipsilateral leg component form the aui. Imaging revealed a type iii component disconnect endoleak and an additional contralateral leg component was additionally implanted within the trunk-ipsilateral leg component and the contralateral leg component. Two aortic extender components were implanted proximally and another contralateral leg component was implanted distally for ipsilateral extension on the right side. Finally a femoral-femoral bypass was performed to preserve blood flow to the left lower extremities. There was no endoleak and the patient tolerated the procedure.